Manufacturer narrative:
Section a2, a3, a4, and a5:unknown/not provided. Section d4 - serial number: unknown/ not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section e1: telephone number : unknown/ not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was no "click" sound when lens was pushed in and the implantation rod lens could not move forward and was stuck in the window during implantation of lens. It required strong push to succeed. As the injector could not be rotated to advance, the director pushed the entire plunger forward and when eventually advanced, there was slight damage to the optic edge. There was no delay in treatment or interventions performed. No further information was provided.

Manufacturer narrative:
Additional information and correction upon further review, the initial medical device problem codes were submitted incorrect inadvertently. The codes have been updated in this correction report. H6 adverse event problem medical device problem code 1069 - break 1670 - use of device problem all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.